Manufacturer narrative:
Additional information and corrected data: this supplemental filing is to update the following fields per new information received: additional information section b5 - describe event or problem: through follow-up we learned that the lens is still implanted in the eye and no tears were visible during the post-operative visit. Corrected data section h6 - medical device problem code: 3020 - scratched material. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were two small stress tears on a preloaded eyhance intraocular lens (iol) which the doctor has never seen before. Through follow-up, we learned that the lens remains implanted. The patient was not affected, and no medical or surgical intervention was required. No further information was provided.

Manufacturer narrative:
Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) . Section h3 - other (81): no lens was not returned for evaluation as the device (s) remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.